Event description:
It was reported to us that a zinger light support 180cm was used during this procedure. Medtronic was made aware of this information on may 12, 2010. The following devices were inserted into a patient for treatment of a left main and lad: 6f input introducer kit (MFR report # 1220452-2010-00034), 7f input introducer kit (MFR report # 1220452-2010-00035), 7f input introducer kit (MFR report # 1220452-201-00036), launcher 7f ebu3.75 (MFR report # 1220452-2010-00024), jr catheter, 6a0002 (MFR report # 1220452-2010-00030), jr catheter, 6a0085 (MFR report # 1220452-2010-00031), 0.038 ptfe guidewire (MFR report # 1220452-2010-00032), 0.038 ptfe guidewire (MFR report# 1220452-2010-00033), zinger light support 180cm (MFR report # 1220452-2010-00025), 2.00mm x 3.00mm sprinter legend rx balloon dilatation catheter (MFR report # 2953200-2010-01086), 2.00mm x 20mm sprinter legend rx balloon dilatation catheter (MFR report # 2953200-2010-01087), 3.50 x 20mm sprinter legend rx balloon dilatation catheter (MFR report # 2953200-2010-00863), 4.00mm x 12mm nc sprinter rx balloon dilatation catheter (MFR report # 2953200-2010-00864), 3.00mm x 9mm nc sprinter balloon dilatation catheter (MFR report # 2953200-2010-01085), 2.25mm x 14mm endeavor resolute rx drug-eluting stent (MFR report # 2953200-2010-00674), 2.50mm x 14mm endeavor resolute rx drug-eluting stent (MFR report # 2953200-2010-00675), 3.50mm x 15mm endeavor resolute rx drug-eluting stent (MFR report # 2953200-2010-00676), lesion morphology was reported as small calcified diffusely disease coronary arteries with significant stenosis of the left main, proximal cx and lad and origin diagonal. The lad and diagonal were pre-dilated, followed by the implantation of 3 stents. There were no reported issues encountered with use of the medtronic devices during the index procedure. The patient is reported to have tolerated the index procedure reasonably well and there was a good angiographic result. The patient's condition deteriorated after pci and was transferred to coronary critical care. The post operative course reported episodes of chest pain and troponin rise. Re-assessment of the coronary stents was completed 6 days post the index procedure. It is reported that the patient had an emergency re-catheterization. The previously implanted stents were found to be open with no evidence of thrombus and the main arteries were open but no filling of the small side branches were observed. In an attempt to provide even better angiographic result, the following devices were used during the revascularization procedure, without improvement in the patient's condition: 6f input introducer kit (ref MFR report # 1220452-2010-00040), 0.038 ptfe guidewire (ref MFR report # 1220452-2010-00038), zinger light guidewire (ref MFR report # 1220452-2010-00039), 6f ebu 3.75 guide catheter (MFR report # 1220452-2010-00037), 2.50mm x 20mm sprinter legend rx balloon dilatation catheter (MFR report # 2953200-2010-01088), 4.00mm x 20mm sprinter legend rx balloon dilatation catheter (MFR report # 2953200-2010-01089), 2.00mm x 20mm sprinter legend rx balloon dilatation catheter (MFR report # 2953200-2010-01090), 2.50mm x 9mm nc sprinter balloon dilatation catheter (MFR report # 2953200-2010-01093), 2.25mm x 12mm endeavor resolute drug-eluting stent (MFR report # 2953200-2010-01091). Micro-driver bare metal stent (MFR report # 2953200-2010-01092). There were no reported issues encountered with use of the medtronic devices during this intervention. It is reported that the patient died later that day. An autopsy was performed which showed extensive myocardial damage. The case file and reports in relation to the patient were made available for clinical review. It is the opinion of the clinical reviewer that the most likely cause of death can be attributed to renal failure, severe coronary artery disease, hypotension, and heart failure.

Manufacturer narrative:
The actual device used during the case was not returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for this device is known and a review of the device history record did not detect any deficiencies in the manufacturing process.